Event description:
After the catheter was inserted, it was later found broken.

Manufacturer narrative:
Additional information has been requested, however, the hospital did not have any other information regarding this incident. The sample is not available for the investigation. If additional information is received, a supplemental report will be submitted. (B) (4)